Event description:
It was reported that the device was explanted on (B)(6)-2011 due to lack of efficacy. The neurostimulator was removed without problems, however, when the doctor pulled on the tined lead it "busted". The lead fractured and the hcp chose to leave the components in the pt rather than surgically remove them.

Manufacturer narrative:
(B)(4): the device is included in the medical device correction, "unretrieved device fragments. Models 3093 and 3889 interstim tined leads", educational brief/physician communication (B)(4) 2010.